Event description:
It has been reported to philips that the footswitch disconnected for a few minutes. The connection was then successfully re-established. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, during a planned procedure, there was an issue with the wired footswitch. Investigation revealed that the wired footswitch disconnected when the customer pulled the cable too strongly, which pulled out the connector from the table base and broke the screws. The customer re-connected the cable to the table base and the procedure was then completed with a small delay. Philips has attempted to obtain patient information. Patient information was not obtained due to privacy laws. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude this connection failure and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome.